Manufacturer narrative:
This is the same event as 3010536692-2016-00606. This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the patient was revised due to the following mom complications: pain and symptoms consistent with loosening of the acetabular component. There was significant evidence of osteolysis. Fluid was encountered upon entrance into the hip capsule. (Right).